Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo left circumflex artery. A 2x15mm mini trek balloon was advanced to the lesion and inflated multiple times at 12 atmospheres but it did not inflate completely. The device was removed and replaced with a same size mini trek, but the same occurred. Another non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis noted the distal tip was torn for a length of approximately .25mm and fluid was observed coming out from a longitudinal rupture in the balloon 7mm distal to the proximal balloon marker for a length of approximately .5mm.

Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device which identified the distal tip was torn for a length of approximately .25mm and fluid was observed coming out from a longitudinal rupture in the balloon 7mm distal to the proximal balloon marker for a length of approximately .5mm. The reported inflation issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The balloon was ultimately sent to the sem lab for further analysis. The sem report determined the balloon rupture may be attributed to mechanical damage to the outer surface. Mechanical damage was documented at and adjacent to the rupture edges on the od surface. The investigation was unable to determine a conclusive cause for the noted rupture and reported inflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device. The additional mini trek balloon referenced is being filed under a separate medwatch report number.